Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6 record is now no complaint.

Event description:
Physician later reported no complaint against the device, and implant was "intact".

Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device has been explanted and replaced with non-abbvie device. This relates to the left side.